Event description:
A healthcare facility reported that a patient experienced toxic anterior segment syndrome (tass) described as acute inflammation with corneal edema, descemet folds, ocular hypotony due to ciliary body affections, large and deep corneal ulcer leading to ocular preformation which led to enucleation of the eyeball on (B)(6) 2013. The patient underwent uneventful cataract surgery with phacoemulsification on (B)(6) 2010 during the morning shift.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).